Event description:
Received report that "during the treatment of a patient the nexell cryocite freezing container broke, when the stem cells were isolated in the hematology lab. The best part of the cells was ruined. A stem cell transfusion was done in 2005. When the cells were thawed, it was noted that the upper part of one of the bags was broken and the cells leaked out of the bag. The bag had been frozen in 2004. The patient did not receive the product from the broken bag. Patient did receive total of 2.97 x 10e6/kg of cd34-positive cells from another source. Engraftment was in 2005. Volume of product in bag was 151 ml. Storage and freezing was accomplished with a metal cassette and a mechanical freezer. Storage was in liquid nitrogen from 10/2004 until date of event.